Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lower back pain during the outpatient check in. X-ray imaging was performed and confirmed lead migration. The physician assessed that the deflection between the clik anchor and the ipg may have increased the discomfort of the lead under the skin and caused the pain. The patient underwent a revision procedure where the lead and the clik anchor were replaced. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: (B)(6), batch: 25109006.

Manufacturer narrative:
The returned lead was analyzed and revealed that the lead was stretched 6 cm from the proximal end. Excessive tensile force was exerted onto the lead body during the removal of the clik x MRI anchor resulting in the unwinding of the coiled cables. Additionally, the proximal array was fractured between contact 5 and 6. Contact 6 was flattened. Damage to the proximal array most likely occurred during the removal of the clik x MRI anchor from the lead body. This damage is a result of a typical explant procedure and is not considered a failure. Excessive tensile force was exerted onto the lead body during the removal of the clik x anchor, resulting in the unwinding of the coiled cables. IFU states that the clik anchor has to be lubricated and dipped in water in order to slide it onto the lead. IFU also states to ensure that only light pressure is used while holding the anchor and rotate the anchor while advancing as necessary. It appears that the clik x MRI anchor was not well lubricated during the attempt to remove it from the lead, causing the lead damage. Therefore, the most likely cause of the lead damage is unintended use error caused or contributed to event. The returned clik x anchor was analyzed and tested with the lead. The clik x MRI anchor was dipped in water, and it was inserted and removed from the lead without difficulty. A product labeling review identified that the lead was used per the instructions for use IFU product labeling. Additionally, lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief and persistent pain at the site of the ipg or lead site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A product labeling review identified that the clik x MRI anchor was used per the instructions for use IFU product labeling. Additionally, it states to dip the clik x anchor in sterile water. Slide anchor onto proximal end of lead with long end of anchor first. Ensure that only light pressure is used while holding the anchor and rotate while advancing as necessary.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lower back pain during the outpatient check in. X-ray imaging was performed and confirmed lead migration. The physician assessed that the deflection between the clik anchor and the ipg may have increased the discomfort of the lead under the skin and caused the pain. The patient underwent a revision procedure where the lead and the clik anchor were replaced. The patient was doing well post operatively.